Event description:
Consumer states "he has been catching "for a couple years now" and has had utis and pain with various brand catheters he has used over the years. He said he even had sepsis in the past with another catheter brand." He reports he started catching for retention from bph. He said "it could be something wrong with him in terms of if his anatomy that could have changed that is causing his pain and utis, needs to be seen by urology, he is aware. He said he switched to the ultram14 catheter only for the last 6 months and it seemed better for him initially than the various other brands he tried in the past - more comfortable. He said a while after use of these it started to become painful to pass in urethra on insertion and he started getting utis with it as well like his other catheters of various brands he had tried in the past. He was diagnosed with 2 diagnosed utis he knows of while using the ultra that he needed to get antibiotic treatment for. His first uti was a few months back with the ultra and his last one was 3 weeks ago (resolution of symptoms in between after treatment). He said his symptoms are always the feeling of lot of burning that doesn't go away and then he seeks out a visit with his md, gets urine testing done that shows he has a uti and is prescribed oral antibiotics for 10 days he said. He always washes his hands before and after catching he said. He makes sure to not contaminate the catheter prior to use and uses the no touch sleeve. He also cleanses his meatus prior to insertion. He stopped catching a few weeks ago on his own accord following his last uti as written above about 3 weeks ago. He said he can void on his own, stating it is too painful for him to pass a catheter, cannot do it. While he is able to void on his own, he said when he starts his stream, it does burn he said. He has thrown away all his catheters." He said he has an upcoming appointment with a new urologist in (B)(6) 2024 as his last urologist doesn't take his insurance anymore and that was the soonest appt he could get. He is aware he needs to be seen as it was reiterated the importance to follow up with the urologist.

Manufacturer narrative:
A2: age: 53, sex: male d2a: common device name: ultra male 16in coude tip 14 d2b: procode: kod based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.